Manufacturer narrative:
Result of investigation: vyire medical was able to evaluate the device. Unit passed 97 hours of extended test at a customer setting without any critical alarm condition. Ventilator passed initial final test and initial alarm volume test with no restriction. Unit was open and inspected no anomalies were noted. Process ventilator thru service to meet all factory specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that they were involved in a vehicle accident the revel ventilator flew while on a patient. The patient was air lifted from the accident. The customer confirmed that there is no patient harm associated with this reported event.